Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information notes a re-occurrence of post paced t wave oversensing.